Event description:
It was reported that the patient received inappropriate high voltage therapy due to atrial fibrillation with rapid ventricular response. The physician made programming changes to the device. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.